Manufacturer narrative:
Evaluated one open/used reservoir (transfer guard not returned). Performed a visual inspection and found foreign black debris material inside reservoir barrel. Also performed pre-fill reservoir test. Using a new lab transfer guard found no evidence of leakage anomaly during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had leaks. Customer's blood glucose level was 4.6 mmol/l. Customer states they noticed black particles after transferring insulin in the reservoir. Customer states black o ring was coming off from the reservoir. The reservoir will be returned for analysis.